Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective ECG leads trunk cable. The issue was resolved by replacing the ECG leads trunk cable and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl indicating that the the device did not show ECG waveform normally. When the customer needs to use a defibrillator to reset the atrial fibrillation heart rate of a patient due to a resurgence of atrial fibrillation, the defibrillator does not display the ECG properly, resulting in the inability to use the synchronized reset function. Customer used another defibrillator immediately and there was no patient harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting address postal = 060 061103 cn.

Event description:
It was reported to philips that, when the patient suddenly used the defibrillator to repeat the heart rate of atrial fibrillation again due to atrial fibrillation, the synchronous cardioversion function could not be used because the defibrillator could not display the electrocardiogram normally. The emergency department defibrillator was immediately deployed to perform synchronous electrical cardioversion. Normal heart rate was successfully restored without adverse effects on the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.